Event description:
I used super poligrip for the last 10 years until (B)(6) 2010. I have had increasing problems with walking, balance, dexterity, falling and aches and pains all over my body. I am so tired all the time, I can hardly function at all. I have fallen out of a bathtub shower twice, now I take special precautions when showering. Wherever I go I will stumble or fall. I cannot think clearly and my memory has deteriorated to a great degree. I get very nauseated and dizzy sometimes. My legs feel like they won't carry me anymore. I can no longer do outside work such as cutting firewood. My blood tests said I am low in copper. Symptoms just continue to get more and worse now for several years. Dose or amount: fill dentures. Frequency: 3 times per day. Route: dental. Dates of use: about 10 years (B)(6)2000 -- (B)(6)2010. Diagnosis or reason for use: lose fitting dentures / gums shrunken with age. Event abated after use stopped or dose reduced?: no.